Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a root repair, the upper jaw of the "firstpass mini straight" broke when the suture was take out. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Event description:
It was reported that during use in a foot repair, the upper jaw of the "firstpass mini straight" broke when the suture was taken out. The device broke external to the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of customer provide images shows the suture capture was detached from upper jaw. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.